Event description:
A hospital in (B)(6) reported that the head harness of an iw910 mobile infant warmer was discolored. No patient consequence was reported.

Manufacturer narrative:
We are currently in the process of obtaining the complaint device from the hospital. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Manufacturer narrative:
(B)(4) method: the complaint device was not returned to fisher & paykel healthcare. We have contacted the hospital to obtain the complaint device, however, no response was received. Our investigation is based on our knowledge of the product and photographs provided by the hospital. Results: visual inspection of the provided photographs revealed that there was discoloration of the housing connector of the harness. A lot check revealed one other complaint of this type for lot number 060202. Conclusion: the upper and lower harnesses are used to connect the warmer head unit to the control unit. The damage on the harness connector is possibly caused by poor connections between two electrical contacts, leading to contact failure. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. Harness replacement kit has been provided to the hospital as requested by the hospital.

Event description:
A hospital in (B)(6) reported that the head harness of an iw910 mobile infant warmer was discolored. No patient consequence was reported.